Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during an embolization procedure, the subject micro catheter was placed at the lesion but it moved unintentionally. I was removed from the patient¿s body and its tip was re-shaped. After shaping the tip, the subject micro catheter became difficult to insert into the guiding catheter. In order to straighten the tip of the subject micro catheter, the physician turned the micro guide wire in the opposite direction and inserted into the subject micro catheter from the hand part of the wire. Then a white string like object came out of the subject micro catheter tip. Physician thought that the coating on the inner diameter of the subject micro catheter may have peeled off. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned. The lot number was confirmed with the packaging returned with the device and the hub. On visual inspection, the white material returned with the device appeared to be the inner lumen of the catheter. The catheter distal shaft was bent. There was black mark on the catheter distal shaft. There was blood present in the catheter shaft. On functional testing, the catheter was advanced in a guide catheter without issue. The catheter was flushed and a 0.0158" patency mandrel was advanced through the microcatheter without issue. The reported events are covered in the device directions for use. The risks of the reported events are documented in the risk documentation and there are current controls to mitigate the risk of the as reported events. Additional information received from the customer that no anomalies were noted to the device prior to use. The catheter shaft was found to be kinked/bent during analysis. The insertion of the proximal end of the guidewire into the catheter during the procedure would have caused the inner lining to be damaged, therefore a cause of user error will be assigned to catheter difficulty inserting, catheter ptfe inner lining peeling as well as the catheter shaft kinked/bent'. An assignable cause of procedural factors will be assigned to the as reported unexpected movement of device as the issue is associated with a product that meets stryker design and manufacture specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during an embolization procedure, the subject micro catheter was placed at the lesion but it moved unintentionally. It was removed from the patient¿s body and its tip was re-shaped. After shaping the tip, the subject micro catheter became difficult to insert into the guiding catheter. In order to straighten the tip of the subject micro catheter, the physician turned the micro guide wire in the opposite direction and inserted into the subject micro catheter from the hand part of the wire. Then a white string like object came out of the subject micro catheter tip. Physician thought that the coating on the inner diameter of the subject micro catheter may have peeled off. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.